Event description:
Upon investigation on 12/17/2008, manufacturer's domestic evaluations lab found evidence the screen display of the aviva system was "crackled/wrinkled" in a way historically identified as evidence of electrical short. There is no other visible evidence of electrical short or melting aside from the "crackled/wrinkled" screen display, it is not clear if the heat was from an internal source or external source. No adverse event reported. Replacement was sent, device returned.